Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received six bursts of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock for atrial fibrillation (af) with rapid ventricular response. Further analysis found that the atp did not convert the rhythm, but the shock provided was able to end the episode successfully. Technical services recommended reprogramming options in order to prevent similar episodes from being treated in the future. A patient follow up was scheduled. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received six bursts of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock for atrial fibrillation (af) with rapid ventricular response. Further analysis found that the atp did not convert the rhythm, but the shock provided was able to end the episode successfully. Technical services recommended reprogramming options in order to prevent similar episodes from being treated in the future. A patient follow up was scheduled. No additional adverse patient effects were reported. The device remains in service.